Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported lot. A visual inspection confirmed the event. A chip in the green santoprene handle was noted. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Loaner staff of stryker (B)(4) noticed the degradation and overmold of the handle of the device after it was returend from the hospital. We could not specify when the event occurred.

Event description:
Loaner staff of stryker (B)(4) noticed the degradation and overmold of the handle of the device after it was returned from the hospital. We could not specify when the event occurred.